Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause documented on the (B)(4) or return fields in (B)(4) is identified as other, other/defective.

Event description:
While reclining the end user heard a snap and noticed the frame broke at the weld. When it broke it damaged the right and left back side blocks and the back side sleeves. Just made aware that the sleeves and the side blocks are also damaged (B)(6) 2014.